Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the side car of the device pushed back and the physician was unable to pass the guide wire through the side car of the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 163,235 joules. Also, it was reported that the fiber cap was retrieved. No pt injury was reported. The device was not returned for eval.

Event description:
It was reported that the device would not properly boot up and operate on battery source. There was no report of pt involvement with incident.

Event description:
The customer observed increased frequency of error code 1007 (unable to process test, activated read failure) for the architect cea, hcv and hepatitis b surface antigen assays. The customer performed troubleshooting procedures and found a crack in the air hole of the trigger level sensor. The customer was advised to change the lot of reaction vessels (rv's) and the result log was obtained for evaluation. The customer confirmed the issue was resolved with a new lot of rv's. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lot 71554p100, expiration: n/a. Upon further review, it was determined another suspect architect reaction vessel lot, 71554p100 was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), the correct suspect reaction vessel lot in use at the customer facility was lot 71554p100, device MFR. Date: 12/8/08, expiration date: na.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lot 71234p100, device MFR. Date: 11/19/08, expiration date: na. Architect analyzer, list # 8c89-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Review of fax from inform system. User facility found patient blood glucose results of 562 mg/dl at 2228 and 255 mg/dl at 2231, 8/21/10. Reported no adverse event relative to discrepancy. A request was made for the return of the meter, replacement sent. Strips not available for return.